Event description:
It was reported that the faradrive steerable sheath clear was selected for use during an unspecified procedure. During insertion of the farawave catheter, air was observed continuously releasing from the system. The issue was resolved by switching to a different device from another lot of the same model (boston scientific product). The procedure was successfully completed using the replacement device. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that the faradrive steerable sheath clear was selected for use during an unspecified procedure. During insertion of the farawave catheter, air was observed continuously releasing from the system. The issue was resolved by switching to a different device from another lot of the same model (boston scientific product). The procedure was successfully completed using the replacement device. No patient complications have been reported. The product is expected to be returned for analysis.